Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that an on (B)(6) 2023 surgery for tenodesis of the long biceps and reinsertion of the postero-superoanterior labrum of the right shoulder was performed. The anchors held well and the labrum was reinserted without difficulty. No abnormalities were noted during surgery. During the radiographic check-up on (B)(6) 2023 a piece of implant holder from one of the anterior anchors has been identified. An additional follow-up CT scan found that the foreign body was protruding. An additional surgery was performed on (B)(6) 2023 to remove the fragment.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.